Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier¿ drug-eluting stent was advanced for the treatment of lesion. However, it was noted that the stent strut moved on balloon. The procedure was completed with another of the same device. No patiet complications were reported and the patient's status was fine.